Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21dec2018. The customer retested the o2 flow and it failed. The customer then replaced the flow sensor assembly and the unit passed performance verification testing. The unit was returned to service.

Event description:
The customer reported that the unit was failing performance verification testing (pvt) o2 accuracy at one-hundred percent (100%). The customer reported there was no patient involvement. The event date was not specified; estimate used.